Event description:
Ekos machine alarming, equipment changed out and biomed contacted to trouble shoot errors. Patient brought to endovascular to evaluate limb status. Wire/catheter removed was noted to be broken.